Event description:
It was reported that the core sumex drill ran without user activation. Upon evaluation at the manufacturer, it displayed a bias current error when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. Attempts to obtain additional information were made, but were not successful.

Manufacturer narrative:
Upon disassembly, the drill coil assembly and motor end were found to be worn/damaged.